Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) with another manufacturer's right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance measurements. A health care professional (hcp) reported that other daily measurements appeared stable and no noise seen on stored electrogram (egm). Boston scientific technical services (ts) discussed dm trend and recommended commanded shock to test lead integrity. Additional information indicated that the cause was undetermined and will continue to monitor the lead. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received which noted that the device was later explanted for unknown reasons and returned for analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.